Event description:
Staff reporting a rupture of the right device, diagnosed by MRI and ultrasound. Device remains implant with explant surgery scheduled.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: striated edge opening on anterior side assessed as surgical damage seroma-late: unable to confirm as it is a medical event not related to the device. Capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: red particles in the gel/shell observed in the device. Crease flat: observed in the device.

Event description:
Device has been explanted and replaced.